Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient had a left hip replacement in (B)(6) 2008. And the right hip replacement was carried out in (B)(6) 2008. The type of hip used for both hip replacements was a corail mom (metal-on-metal) hip implant, following some concerns, the patient was referred for blood tests in (B)(6) 2014 which was for testing the levels of metals (ch & co) in the blood. In (B)(6) 2014, the patient received a letter from the hospital confirming that her blood showed raised metal ions and therefore the blood test would be repeated and an MRI scan would be arranged for her. The patient had an MRI scan on the in (B)(6) 2014 and she underwent further blood tests in (B)(6) 2014, (B)(6) 2015 and all the results showed that she still had raised metal ions in her blood. Following a further MRI scan in (B)(6) 2015, the patient was advised in (B)(6) 2016 that she required revision surgery to her right hip which was carried out on the (B)(6) 2016. The patient was advised that there was not the usual amount of metal debris in the surrounding tissues as the head and cup had more or less 'welded' together. The last scan also showed a pocket of fluid containing metal debris on her left hip therefore her left hip may also require revision surgery in the future. She has been diagnosed with metallosis.

Manufacturer narrative:
Patient had a left hip replacement in (B)(6) 2008 and the right hip replacement was carried out in (B)(6) 2008. The type of hip used for both hip replacements was a corail mom (metal-on-metal) hip implant, following some concerns, the patient was referred for blood tests in (B)(6) 2014 which was for testing the levels of metals (ch & co) in the blood. In (B)(6) 2014, the patient received a letter from the hospital confirming that her blood showed raised metal ions and therefore the blood test would be repeated and an MRI scan would be arranged for her. The patient had an MRI scan on the in (B)(6) 2014 and she underwent further blood tests in (B)(6) 2014, (B)(6) 2015 and all the results showed that she still had raised metal ions in her blood. Following a further MRI scan in (B)(6) 2015, the patient was advised in (B)(6) 2016 that she required revision surgery to her right hip which was carried out on the (B)(6) 2016. The patient was advised that there was not the usual amount of metal debris in the surrounding tissues as the head and cup had more or less 'welded' together. The last scan also showed a pocket of fluid containing metal debris on her left hip therefore her left hip may also require revision surgery in the future. She has been diagnosed with metallosis. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.